Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not communicating and remote support service (rss) was offline. The field service engineer (fse) spoke with the pharmacy and was informed that the information technology (it) department had resolved the network issue. The fse verified the station status in remote support service (rss) and confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the station was not communicating. A disconnected mode error was displayed on the screen, and the station was offline in remote support service (rss). The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.